Event description:
The catheter snapped into leaving the balloon inflated and had to be removed with a snare. Balloon did not break before deflation. No pt complications reported.

Manufacturer narrative:
Device has not come back for eval at this time.